Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by the bench repair technician on and confirmed that the nbp pump is leaking. The technician recalibrated nbp and performed functional testing. The device passed and no errors were detected. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nbp pump. The issue was resolved by replacing the nbp pump and the product was shipped back to the customer.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that there are massive deviations in the invasive measurement. Values deviate by 40-60 mmhg at 200/150, whereas values at 120/80 are okay. The device was reported to be in clinical use. No adverse event to the patient or user was reported.